Event description:
It was reported that the inflatable penile prosthesis (ipp) system functioned well at the time of surgery and early in the recovery period. At about a month post procedure the system would not inflate properly on a consistent basis. The patient and the physician tried the troubleshooting techniques with some success, but it was not consistent, squeezing the side of the block did allow the system to cycle correctly a few times. The pump was removed and a new one implanted.

Manufacturer narrative:
Adverse event/product problem - updated. Outcomes attrib to adv event - updated. Describe event or problem - updated. Explant date - updated. Type of reportable event - updated. The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. The momentary squeeze pump was visually inspected and no leaks were detected. The pump failed functional testing as it required more than 8lb of force to activate it. Product analysis concluded these activation issues could affect the functionality of the pump in resulting inflation issues. Product analysis confirmed pump malfunction. Based on the investigation result, an evaluation conclusion code of cause traced to component failure was assigned to this event.

Event description:
It was reported that the inflatable penile prosthesis (ipp) system functioned well at the time of surgery and early in the recovery period. At about a month post procedure the system would not inflate properly on a consistent basis. The patient and the physician tried the troubleshooting techniques with some success, but it was not consistent, squeezing the side of the block did allow the system to cycle correctly a few times.